Manufacturer narrative:
The technician found the hi/low drive was worn and dirty. The technician degreased the hi/low drive assembly to repair the bed.

Event description:
Info received indicates the hi/low drive brake is drifting down.